Event description:
During the maze part of the procedure the device did not defrost properly. The machine took a longer time (~2min) to defrost after it cycled. When the temperature came up, the vendor rep pushed the button to vent the handpeice and dr was handling the tip to reshape it and the device cooled again on its own. It froze to the physician's glove and vendor rep was able to get the glove free before physician was seriously injured. The use of this handpiece was aborted. Another handpiece was opened. The second hand piece immediately defrosted when the cycle was complete, but it did get cold again without activation. The maze procedure was completed with careful use.